Event description:
Champion-af study: it was reported that thrombosis occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2021, and the procedure was performed eight days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 23.4mm. The patient was discharged home the following day on rivaroxaban. One hundred twenty six (126) days post index procedure, the patient presented for 4 month laa imaging, and transesophageal echocardiography (tee) imaging revealed a left ventricular ejection fraction of 60% and a complete laa seal with a pedunculated, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. A mobile thrombus with a maximum area of 1.7cm2 was also seen in the left atrium. The patient was noted with a pericardial effusion of 1mm, however, no evidence of atrial septal shunt was noted. 128 days post index procedure, the patient was started on apixaban (10mg) in response to the event.

Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) clinical study on (B)(6) 2021, and the procedure was performed eight days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 23.4mm. The patient was discharged home the following day on rivaroxaban. One hundred twenty six (126) days post index procedure, the patient presented for 4 month laa imaging, and transesophageal echocardiography (tee) imaging revealed a left ventricular ejection fraction of 60% and a complete laa seal with a pedunculated, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. A mobile thrombus with a maximum area of 1.7cm2 was also seen in the left atrium. The patient was noted with a pericardial effusion of 1mm, however, no evidence of atrial septal shunt was noted. 128 days post index procedure, the patient was started on apixaban (10mg) in response to the event. It was further reported that 126 days post index procedure, tee assessment for laa imaging revealed a laminar, non-mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. The patient was noted with a pericardial effusion of 2mm and mild complex aortic atheroma in the ascending aorta. The patient was discharged home 128 days post index procedure on apixaban (5mg). It was also further reported that 126 days post index procedure, tee assessment for laa imaging revealed a laminar, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device as opposed to what was previously reported.

Event description:
Champion-af study it was reported that thrombosis occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2021, and the procedure was performed eight days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 23.4mm. The patient was discharged home the following day on rivaroxaban. One hundred twenty six (126) days post index procedure, the patient presented for 4 month laa imaging, and transesophageal echocardiography (tee) imaging revealed a left ventricular ejection fraction of 60% and a complete laa seal with a pedunculated, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. A mobile thrombus with a maximum area of 1.7cm2 was also seen in the left atrium. The patient was noted with a pericardial effusion of 1mm, however, no evidence of atrial septal shunt was noted. 128 days post index procedure, the patient was started on apixaban (10mg) in response to the event. It was further reported that 126 days post index procedure, tee assessment for laa imaging revealed a laminar, non-mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. The patient was noted with a pericardial effusion of 2mm and mild complex aortic atheroma in the ascending aorta. The patient was discharged home 128 days post index procedure on apixaban (5mg).

Manufacturer narrative:
B5: describe event or problem - section updated with new event narrative. B7- other relevant history - section updated to include details omitted from the updated received clinical form.

Manufacturer narrative:
B5: describe event or problem - section updated with new event narrative relating to the resolution date of the thrombus. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code- updated g1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email- updated.

Event description:
Champion-af study. It was reported that thrombosis occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2021, and the procedure was performed eight days later. A 31mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 23.4mm. The patient was discharged home the following day on rivaroxaban. One hundred twenty six (126) days post index procedure, the patient presented for 4 month laa imaging, and transesophageal echocardiography (tee) imaging revealed a left ventricular ejection fraction of 60% and a complete laa seal with a pedunculated, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. A mobile thrombus with a maximum area of 1.7cm2 was also seen in the left atrium. The patient was noted with a pericardial effusion of 1mm, however, no evidence of atrial septal shunt was noted. 128 days post index procedure, the patient was started on apixaban (10mg) in response to the event. It was further reported that 126 days post index procedure, tee assessment for laa imaging revealed a laminar, non-mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device. The patient was noted with a pericardial effusion of 2mm and mild complex aortic atheroma in the ascending aorta. The patient was discharged home 128 days post index procedure on apixaban (5mg). It was also further reported that 126 days post index procedure, tee assessment for laa imaging revealed a laminar, mobile thrombus with a maximum area of 1.7cm2 on the atrial facing surface of the closure device as opposed to what was previously reported. It was further reported that the patient was discharged home one day post procedure on rivaroxaban and aspirin. The thrombus was later resolved on (B)(6) 2022.